Event description:
Boston scientific crm received information that this patient has a heart condition that has a lot of valve movement and the patient's right ventricular lead had stopped working. The patient had been admitted to the hospital due to a fall and a system evaluation was performed. Vegetation was noted on the leads and when the pocket was opened, an infection was revealed. The pacemaker and associated leads were explanted. A dextrus lead was inserted into the patient's jugular vein and a temporary pacemaker was taped to the patient's neck. The patient is not pacemaker dependent. However, the physician expressed concern as the patient has experienced periods of very slow bradycardia.

Manufacturer narrative:
A new device and leads were implanted on the patient's right side after the infection had been cleared. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.